Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous sodium (na) results. Customer reported that there were sodium and chloride drift errors. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that quality control (qc) run after the event was out of range. Customer reported that after recalibration, qc came back into lab-established ranges. Bec field service engineer (fse) cleaned the flowcell and replaced the carbon bridge. The fse verified performance.

Manufacturer narrative:
Results: flowcell, carbon bridge.